Manufacturer narrative:
Device has not yet been returned for evaluation. When device is received, it will be evaluated and the results included in a follow-up report.

Event description:
Unknown material was found inside of unopened pouch. Evaluation only. (Cdp model#: mp8236_, lot#: nj0294mt).